Event description:
There was a break in the insulation at the tip of the ablator; and it was arcing out the break. No patient injury. Additional information obtained from the site:the power output setting was unk.this was an original item, opened from the original packing. Not resterilized.====================== manufacturer response for opes aspirating ablator 4mm 90 degrees, (brand not provided)======================rep has been notified by or member